Event description:
Operating room reports that a 5 mm ligamax #el5ml had incomplete clip closure on the cystic artery during a lap cholecystectomy. Clip was removed. New 5mm clipper was opened. New clip was applied.